Event description:
Customer reported an issue with the gas module se, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluate the unit and determined the unit's gas bench needed to be replaced, but the customer declined.